Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event. The email further indicated that the customer has been hospitalized since "last week" and was still in the hospital at the time of receiving this complaint. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There is no information to indicate that the device caused or contributed to the reported death.

Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event. The email further indicated that the customer has been hospitalized since "last week" and was still in the hospital at the time of receiving this complaint. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There is no information to indicate that the device caused or contributed to permanent impairment associated with this event.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event. The email further indicated that the customer has been hospitalized since "last week" and was still in the hospital at the time of receiving this complaint. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There is no information to indicate that the device caused or contributed to permanent impairment associated with this event.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b5 was incorrectly documented in the previously submitted MDR report. This section has been updated.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc device. Adc received a complaint via email which reported that the customer received an inaccurate reading that was "out by at least 6 points" on the sensor in comparison to the hospital's meter (unspecified readings). The email further indicated that the customer has been hospitalized since "last week" and was still in the hospital at the time of receiving this complaint. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There is no information to indicate that the device caused or contributed to the reported death.